Event description:
Reporter indicated that vns pt was seen in hosp emergency room due to status epilepticus. Emergency room physician planned to initiate magnet mode stimulation in an attempt to stop the pt's seizures. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x2).

Event description:
Further follow-up revealed that the pt has totally recovered. Neurologist does not believe that the status episode is related to the vns therapy and indicated that possible causes are sleep deprivation and medicinal herb supplements. Neurologist plans to add lyrica to the patient's drug regimen and adjust the device settings.